Manufacturer narrative:
B3 date of event: approximate date used as actual date is unknown.

Event description:
It was reported that the burr disconnected. A rotapro 1.25mm was selected for treatment of the target lesion, which was severely calcified and moderately tortuous. During the procedure, the burr began disconnecting from the shaft. The device was removed, and there was no patient complications reported.